Event description:
The twist drill bent while being tested. This event did not cause an adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of evaluation: evaluation results as received from howmedica leibing gmbh indicates that this event would be related to user technique.